Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the (B)(4) thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another (B)(4) will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause for the malposition of the valve cannot confirmed; however, device manipulation during deployment may have caused the valve to be deployed in a too-ventricular position. The bundle branch block is likely related to the mechanism described above. In addition, per report, the too ventricular placement of the valve caused the bundle branch block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our (B)(6) affiliate, during a transapical tavr procedure the 26mm (B)(4) 3 valve was deployed in a too ventricular position requiring deployment of a 2nd valve. Post valve implant, due to the too ventricular placed valve, the patient had a bundle branch block requiring a permanent pacemaker. As reported, the valve was well placed in the annulus and a decision was made to deploy the valve with two-step inflation. It appeared that the valve was well positioned, after the first step of the inflation the valve was too ventricular. Attempts were made to move the valve aortic; however, the valve was anchored in the calcified annulus. After full deployment, the valve landed too ventricular. A decision was made to implant a second valve more aortic as there was concern of the 1st valve embolizing. The second valve was well placed and the final outcome was good. Of last communication, the patient is doing well.